Event description:
Device issue: none. Adverse event: perforation requiring medical intervention. Time of adverse event: during the procedure. It was reported that the perforation occurred during post dilatation of a promus 3.5 x 23 stent in the proximal left anterior descending (lad) artery. The perforation required treatment with a graftmaster stent. However, the first graftmaster 3.5 x 26 did not cross to treat the perforation. A second graftmaster 3.5 x 16 was used and did successfully cross and treat the perforation. There were no further patient effects. The patient was discharged from the hospital on (B)(6) 2010. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The graftmaster 3.5 x 26 (part 12745-26, lot 579768) mentioned is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with any relevant information.